Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04983, 3006705815-2019-04982. It was reported during a perm scs procedure patient experienced high impedance on the leads. The patient was taken back to the operating room the same day and the lead re-inserted into the header. Therapy was restored post op,